Event description:
A customer reported that the vitrectomy probe suddenly stopped working during a vitrectomy procedure. The cassette was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received for inhouse testing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).